Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified and moderately tortuous artery causing the reported failure to advance and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a moderately calcified and moderately tortuous anterior descending artery. A xience alpine 3.5x23 was inserted, but it was noted the stent was unable to advance through the previously dilated lesion. Therefore, the physician decided to remove the device. Upon removal, it was observed the tip of the stent was flared. Another xience was inserted and successfully deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.